Event description:
On (B)(6) 2013, a company representative reported that the patient had experienced low blood glucose levels that required emergency assistance. The patient was treated by emt's; she was not taken to the hospital. The patient stated that on (B)(6) 2013 at 6:30pm her blood glucose level was 78 mg/dl, she ate dinner, and bolused 12 units of insulin. Shortly after that, the patient became unresponsive. Her husband tried to get her to eat and drink, but was not successful; he called for emt's around 9:00pm. When the emt's arrived, her blood glucose level was 26 mg/dl. Her target range is 90-110 mg/dl. The patient was treated with "a tube like icing." She drank two sugary drinks and ate six peanut butter crackers. The patient disconnected from her infusion device. Her blood glucose rose to 42 mg/dl and she ate a peanut butter sandwich. When the emt's left her house, her blood glucose level was 68 mg/dl. Before she went to bed, her blood glucose level was 178 mg/dl and she reconnected to the infusion device. When she woke up in the morning her blood glucose level was 260 mg/dl. The patient stated that the reasons her blood glucose levels went low were because she had the basal rates on the device set too high and the settings for her bolus advice were also set too high. The patient made no allegation against the performance of her infusion device. She had been under additional stress recently. The patient made changes to her basal rate and her bolus calculator and not further issues were reported. No product was requested to be returned for product evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the production data shows no deviations of the specifications. Result as the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. As the product has not returned for evaluation, the complaint could not be investigated. Device was not returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product has been requested to be returned.